Event description:
The customer reported the system displayed a communication error and continued to give fluoro indication after button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and tightened connectors. System operates as intended. This MDR is related to ge healthcare (B) (4).